Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). The unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling. Na

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and a restricted posterior leaflet. One clip was inserted and successfully implanted. To further reduce mr, a second xtw clip was inserted and deployed on the mitral valve. However, after deployment, the clip slightly opened to roughly 30 degrees. It was noted the clip remained stable on both leaflets. To stabilize the opened clip, an additional clip was deployed laterally and successfully implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.